Manufacturer narrative:
Pt with an itotal knee implant presented with pain. Revision surgery is planned to exchange poly inserts. Ligament releases may be performed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt with an itotal knee implant presented with pain. Revision surgery is planned to exchange poly inserts. Ligament releases may be performed.